Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: unknown; no information has been provided to date.

Event description:
An event involved a medfusion pump where it was reported that pump had an error force sensor during setup- a high-priority alarm that would interrupt therapy and would likely cause or contribute to a death or serious injury if the malfunction were to recur. There was patient involvement, and no harm/adverse event reported.